Event description:
There was an allegation of questionable ise sodium results for approximately seven patient samples from the cobas integra 400 plus analyzer. Two examples were provided. Example 1: the initial result was 124 mmol/l, and the medical team questioned the result. On (B)(6) 2026, the repeat result using another cobas integra 400 analyzer was 135 mmol/l. The repeat result from the original analyzer was 135 mmol/l. Example 2: the initial result was 124 mmol/l. On (B)(6) 2026, the repeat result using the same analyzer was 128 mmol/l. The repeat result using another cobas integra 400 analyzer was 132 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot number was 31253147 with an expiration date of 08-may-2026. The customer replaced the sodium electrode before the repeat testing. The field service engineer was unable to determine a cause. He replaced the ise unit and ise tubing. Ise calibration, qc, and precision passed within specification. The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service actions.